Event description:
It was reported, that the camera head displayed color bar image and had no communication. The issue was found during preparation for use for an unknown procedure and it was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Updated fields: g3, h2, h3, h4, h6, h10, and h11. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is component failure, which is expected or random component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head displayed color bar image and had no communication. The issue was found during preparation for use for an unknown procedure and it was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.